Manufacturer narrative:
A complete analysis and testing of the 1 opened and used enlite sensor found the sensor failed per specification due to high readings, also found the cannula was bent; unable to confirm if the customer received the sensor in said condition due to the customer returned opened and used.

Event description:
A customer reported via phone call indicating that their sensor displaying wrong readings of sensor and blood glucose. The patient's blood glucose was 125 mg/dl at the time of the call, but the sensor was reading 51 mg/dl. The customer was assisted with trouble shooting and was informed that the sensor needs to be replaced due to the sensor being bent. The customer was educated on the proper site and insertion technique of the sensor to avoid any issues in the future. The customer was sent a new sensor.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.